Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone #:(B)(6). E1: reporter phone #: (B)(6).

Event description:
The customer reported the mx550 failed to alarm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. A philips field service engineer (fse) went to the customer site. The fse completed various red and yellow alarm appearance tests. The device passed the tests. It was confirmed by good faith effort that the monitor did not sound as the staff put the device into pause mode. If objective evidence is provided demonstrating that there was no malfunction, then this is not reportable if not associated with a death or serious injury.